Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control test result from result obtained of 89 mg/dl. The customer had initially called for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017, a control test was performed and the result was out of range. The customer stated he does not have an expected blood sugar range and that he was scheduled to go to a diabetic class the following week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history; customer stated he does not have any results in the meter as he just opened the box (B)(6) 2017. Memory concerns: n/a. The customer states he does not have any results in the meter he just opened the box today. The meters' date and time have not been set. The customer does not have an expected blood sugar range. He is scheduled to go to a diabetic class next week.